Manufacturer narrative:
The reported event was dislodgement. A complete lead was returned in one piece with helix extended and clogged with blood/body fluids. The full helix extension length was measured to be within specification. Visual inspection did not find any anomalies.

Event description:
It was reported that during the implant procedure, when trying to position the right atrial (ra) lead, the lead dislodged multiple times and could not be implanted. The physician opted to replace the lead during the procedure. The patient was stable.